Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the sensor was giving inaccurate readings. The customer's blood glucose was 478 mg/dl and sensor glucose was 81 mg/dl at the time of incident. The customer's blood glucose was 391 mg/dl and sensor glucose was over 400 mg/dl at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The sensor will not be returned for analysis.